Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 01-dec-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported the system was explanted. They were preparing for the reimplantation of the brain lead on the right side. Phase two was scheduled for reimplantation as well. The brain lead was explanted on (B)(6) 2018 secondary to an infection. No external factors. The left sided system remained in-tact and current. No diagnostics/troubleshooting was performed. No actions/interventions were taken. The issue was resolved at the time of the report. No further complications were anticipated.